Event description:
It was reported by the pt's physician that the pt's generator placement appeared to be different in orientation than when studied on (B)(6) 2008. However, the pt had undergone a battery replacement surgery on (B)(6) 2011, which could have caused this finding. Later info showed that the pt had high impedance measurements for his past two f/u appointments. The pt's x-rays were sent into the MFR for review. They showed a gross lead fracture and lead disconnection from the negative electrode. The physician stated that the impedance values had been within normal limits on (B)(6) 2011 at the end of the implant surgery. A revision surgery in the future is likely. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.